Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the high impedance was unknown. The high impedance had not yet been resolved, but the rep was going to be at the patient's next clinic visit and would check impedance and troubleshoot. The return of symptoms had not yet resolved, but the hcp had changed programs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a return of symptoms, thus was brought in to check impedance today. The rep said the initial impedance check was 'green', but when the individual electrodes were checked, all bipoles were showing an impedance issue of greater than 4,000 ohms, except the case. No troubleshooting was performed as the product was not available at the time of the report.